Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleged particles in tubing/chamber and nasal/throat irritation or soreness related to a CPAP devices. There is no report of medical intervention being required. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed an unknown contaminant on the top enclosure. An unknown dust contaminant was observed on the top enclosure, rear panel, iso port of the rear panel, on the blower, and on the blower seal. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and unable to directly address the symptoms or complaints.